Event description:
Information was later received that this device was explanted. No adverse patient effects were reported as a result of the procedure.

Event description:
Boston scientific received information that this device had reached elective replacement indicator (eri). Premature battery depletion was suspected. No adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
It was indicated this device would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.